Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an aneurysm on the left cylinder of this inflatable penile prosthesis (ipp) that exited the corporal wall. This perforated the urethra and rendered the device non-functional. A replacement surgery was performed. During the procedure it was found that both cylinders were torn and the inner part of the cylinders had become 'ingrown' making explant difficult. The physician was able to fully remove the implant. A new implant was put in and the perforation was sutured shut. The patient is expected to fully recover.

Manufacturer narrative:
Additional information: describe event or problem and patient codes. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an aneurysm on the left cylinder of this inflatable penile prosthesis (ipp) that exited the corporal wall. This perforated the urethra and rendered the device non-functional. A replacement surgery was performed. During the procedure it was found that both cylinders were torn and the inner part of the cylinders had become 'ingrown' making explant difficult. The physician was able to fully remove the implant. A new implant was put in and the perforation was sutured shut. The patient is expected to fully recover. Additional information reported that the patient's tissue became scarred to the exposed mesh portion of the cylinder.